Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) laboratory technician, (B)(4) - no complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found that the pulse generator battery did not meet the nominal longevity. No information was provided regarding the device settings at implant.

Event description:
This report is to advise of an event observed during analysis.